Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Manufacture date: unknown. Results: two pictures and one sample were returned. On visual inspection of the sample and pictures received it can be observed the tip of the syringe remained broken inside the after connection. Since the lot number is unknown no retained samples can be evaluated. DHR cannot be reviewed since the lot number is unknown. Conclusion: with the info available no further investigation can be done and the root cause cannot be determined. (B)(4).

Event description:
It was reported that the tip of the bd plastipaktm luer-slip syringe had broke off during use. No injury or medical intervention.